Event description:
2024-jun-11 (B)(6) (con): information was received from a patient who was receiving unknown morphine drug (n/a mg/ml at n/a mg/day) and dilaudid (hydromorphone) (n/a mg/ml at n/a mg/day) via an implantable pump for unknown indications for use. It was reported that the patient reported that they went to get the pump refilled on (B)(6) 2024. The healthcare provider then went to draw out what medication was left, and he took out "a lot more" than he expected. The patient stated that their hcp did not tell them how much they took out, their hcp believed the "catheter might be kinked" and the pump "was not working." The patient was scheduled to have a dye study on (B)(6) 2024 at 1:45 pm to check the pump and catheter. The patient redirected to a healthcare provider. An agent stated that the healthcare provider will determine the next steps needed after the dye study. The patient also mentioned they had surgery on their neck on (B)(6) 2024 and they were on percocet and 20 mg of oxycodone besides when they got through the pump. The patient also mentioned they are currently not set up to have bolus's and patient they were not having any withdrawal symptoms. They had dilaudid in their pump and "sometime last year" they had switched from morphine. The patient reported their healthcare provider was no longer in network and they were looking for a new healthcare provider in their area. Emailed healthcare provider listings.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6) implanted: (B)(6) 2021, explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 16-mar-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.